Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was undersensing pvc's and atrial and ventricular pacing was occuring in the pvc. All lead measurements fell within normal limits.